Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and low blood glucose, insulin pump little button that screws on for the battery came apart. The customer¿s blood glucose level was over 600 mg/dl, 35 mg/dl at the time of incident. Customer treated with insulin pump for high blood glucose and food for low blood glucose. Troubleshooting was performed. The insulin pump will not be returned for analysis.